Event description:
It was reported that four days post implant a pericardial effusion was detected via echo. A pericardiocentesis was performed. It is unknown to the physician which lead caused the perforation. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.